Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 jaw wire was exposed. This was noticed right out of the box. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the cold jaw silicone tip was peeling off. There were no signs of usage and no evidence of blood. Based upon the visual observations, the reported complaint for "jaw wire exposed" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).